Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the user interface controller 2 (uic2) bbram hardware. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.